Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+2.0/095 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during injection/delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The eye is well and bcva achieved. The cause of the event was the device.